Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure, the needle holder did not operate properly. The doctor utilized another instrument and the procedure was completed successfully.